Manufacturer narrative:
The site confirmed that the green stapler 45 reload has been discarded, therefore, failure analysis investigations cannot be performed on it. Intuitive has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests, the instrument moved intuitively with full range of motion in all directions. The jaws opened successfully. The instrument was fully functional. Based on the log review, there were no firing failures. The instrument was found to have loose staples lodged in jaws. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the stapler 45 fired a green reload that formed an incomplete staple line. The surgeon was on the last step of the lobectomy procedure and closing the airway and he stated that the stapler 45 instrument fired successfully up until the last fire. The stapler 45 instrument had a green stapler 45 reload and was used to close the airway on the lower lobe. Once he had completed the last fire, the surgeon conducted a leak test; however, the leak test failed. When the surgeon inspected the staple line, he noticed dehiscence on one-third of the staple line. The surgeon then placed sutures to address the issue. The surgeon confirmed the following: that there was no system generated errors, no buttress material was used, no malformed staples, and there is no video recording or photographic images for review. The patient is reported to be recovering well. The surgeon is not sure if the issue was the stapler 45 instrument or the green stapler 45 reload.